Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was not returned for evaluation as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. Clinical factors that may have contributed to this event include the discontinuation of the patient's anticoagulation regimen. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately a week and a half after the implantation (and while still hospitalized), the patient is reported to have collapsed while getting out of bed. The patient's vad indicated low flow estimations. He was treated immediately with CPR. The patient's vad flows normalized after a few minutes of CPR, fluid resuscitation mechanical ventilation. The patient was then transferred to the ICU where he was noted to have abnormal skin coloration despite the patient's normal vad parameters. An echocardiogram revealed that there was " barely any flow of blood" within the patient's ventricles. CPR was re-started with a resultant increase in the patient's blood pressure and skin coloration. The patient subsequently expired. An autopsy was performed but the cause of death and results have not been provided. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. This patient experienced low flows and subsequently expired. An autopsy was performed and did not reveal "any conclusive evidence to the exact cause of death". Pump ((B)(4)) was not returned for analysis, however, review of the manufacturing documentation confirmed that the pump met all requirements for release. Controller ((B)(4)) was returned to the manufacturer for evaluation and various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis revealed the device met specifications, passed functional testing and all visual inspections; no physical damage or contamination observed. Supplemental testing was performed to determine if the static parameters (current, power) of the pump were measured correctly and, subsequently, if the calculated flow was estimated properly. The results show flow estimation to be accurate and as expected. Review of the controller log files revealed a sharp decrease in power consumption and flow as well as a "low flow" alarm that correlates to the reported event. This may suggest that when the patient arose from his bed, a thrombus became displaced against the inflow cannula, causing a partial obstruction. This occlusive event was followed by "high watts" alarms suggesting that the thrombus was ingested in the pump causing an increase in estimated flow and power consumption outside the normal operating range. The cause and origin of the thrombus cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with low flow alarms followed by high power consumption are most often attributed to an occlusion as a result of a thrombus formation. The most possible root cause for the low flow alarm can be attributed to a thrombus ingestion; additionally, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt.